Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing during the last two months resulting in pacing inhibition and asystole of a few seconds. One inappropriate anti-tachycardia pacing (atp) episode was also observed. In-clinic testing showed signal amplitude, pacing impedance, shock impedance, and threshold measurements were all within an expected, normal range. Evocative maneuvers did not reproduce any noise. The patient was asked if they remembered a particular event around the time of the pacing inhibition. The patient underwent an ablation but does not recall the date. In (B)(6) 2023 the patient underwent a device upgrade from an implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d), and technical services noted it might be possible lead insulation was damaged during the procedure. Subsequently, the patient was hospitalized and underwent a revision procedure to surgically cap the lead (it remains implanted but out of service). The patient's crt-d was also replaced during the procedure. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing during the last two months resulting in pacing inhibition and asystole of a few seconds. One inappropriate anti-tachycardia pacing (atp) episode was also observed. In-clinic testing showed signal amplitude, pacing impedance, shock impedance, and threshold measurements were all within an expected, normal range. Evocative maneuvers did not reproduce any noise. The patient was asked if they remembered a particular event around the time of the pacing inhibition. The patient underwent an ablation but does not recall the date. In (B)(6) 2023 the patient underwent a device upgrade from an implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d), and technical services noted it might be possible lead insulation was damaged during the procedure. Subsequently, the patient was hospitalized and underwent a revision procedure to surgically cap the lead (it remains implanted but out of service). The patient's crt-d was also replaced during the procedure. Besides intervention, no other adverse patient effects were reported.